Manufacturer narrative:
The insulin pump was received with no escape button due to a corroded keypad. Analysis was unable to perform the displacement, rewind, basic occlusion, occlusion prime, compromised force sensor system and excessive no delivery test due to no button response. During visual inspection, there was no moisture damage found on the electronics, motor, battery tube, or the vibrator assembly. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, a minor scratched lcd window, and a scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call that she needed a replacement insulin pump due to water damage from walking through a sprinkler system. This resulted in the customer having fluid in the reservoir compartment. The customer's blood glucose level was unknown, however she stated that her blood sugar was getting high and that was how she noticed the pump was wet. The customer declined to troubleshoot due to not having the pump in front of her. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.